Event description:
The report received from the physician indicated that in 2008, he implanted a trapease filter in the ivc of a male who had recently experienced a pulmonary embolism. The diameter of the ivc was 26mm according to the physician. Three days after filter placement, the filter showed no migration on an abdominal x-ray. The patient was scheduled to have the filter removed after 2 weeks, but continued to have dvt. Approximately one month after placement of the filter, the patient presented to the emergency room in cardiac arrest and subsequently expired. Upon autopsy, the trapease filter was found in the right atrium, and pulmonary emboli were present. The filter had significant clot within it. Additional patient and procedural information have been requested, but has not yet been forthcoming. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.